Event description:
Consumer alleges that the legs of the shower chair are bowing out. Consumer also alleges she almost fell because of the legs being bowed out but she caught herself and was not hurt.